Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the device had spitting clips. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not hold or form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co stives to understand each incident as it occurs in order to continuously improve the products.